Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure that there was a broken blade and it fell into the pt. It was removed with a grasper by the surgeon. There was no adverse pt consequence.